Manufacturer narrative:
A follow up was performed with the key market (km), and the responder reported that there was no injuries caused due to the delay in therapy. The km responder also reported that the hospital replaced the oxygen/air sensor, and the issue was resolved. The device was returned to service.

Manufacturer narrative:
E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was not showing the flow waveform, and tidal volume. The device was in clinical use when the issue occurred. It was reported that there was a delay in therapy. No patient or user harm reported. The customer reported that the v60 ventilator was not showing the flow waveform, and tidal volume. The preliminary treatment details noted that the oxygen sensor, air sensor module needed to be replaced. This investigation is ongoing.